Event description:
The dental implant fx4010swc was removed on (B)(6) 2017 due to loss of integration four years and two months after implantation. The doctor indicated that bone resorption, peri-implantitis, and patient pain caused the implant removal. The patient has history of diabetes and hypertension and has been recovered without complications.